Manufacturer narrative:
The pt did not provide info regarding the operating surgeon or user facility; therefore, a specific investigation of the event could not be performed. Issues regarding excess cement and bone fragments are not related to the mako device. The pt is doing well after the f/u procedure, which did not include a revision of the implants.

Event description:
A makoplasty pt informed mako that he had undergone a medial partial knee arthroplasty procedure in (B)(6) 2009, and four months after the procedure required a f/u due to knee locking, pain, and muscle spasms. The surgeon removed a loose piece of cement, three cement pieces in danger of dislodging, and a bone fragment near the top of the patella. The pt reports that his knee is now doing well.